Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance inspection that the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6-type of investigation, investigation findings and investigation conclusions, h11. Corrected field: b5, h6-medical device problem code. The field service technician (fst) replaced fiber optic connector. This corrected issue.device passed all functional and safety testing.device returned to customer.the failure analysis and testing dept. Received part with a reported unit failure of a broken fiber optic connector. The failure analysis and testing department performed visual inspection of the part received fiber optic connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat department.

Event description:
It was reported by getingefield service engineer during preventive maintenance inspection that the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector.there was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (component codes, investigation findings & medical device ¿ problem code)

Event description:
N/a

Manufacturer narrative:
Corrected fields: d5, d9, (return to manufacturer date), e2, h6 ( medical device problem code, investigation findings , investigation conclusion). Updated fields: b4, d9, g1, g3, g6, h2, h11. The fst replaced fiber optic connector (d012-00-1562).this corrected issue. Device passed all functional and safety testing. Device returned to customer. The following was performed by (B)(4), sr service technician of the maquet failure analysis and testing (fat) department wayne, nj ab 21 november 2024. The failure analysis and testing dept. Received part number: 0012-00-1562_e serial number:(B)(6) with a reported unit failure of a broken fiber optic connector. The failure analysis and testing dept. Performed visual inspection of the part received p/ n: 0012-00-1562_e serial number: (B)(6) fiber optic connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the broken fiber optic connector. Retaining the part in the fat dept. Per procedure 0002-07-d008 rev.

Event description:
Na.